Manufacturer narrative:
Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 19-sep-2016, UDI#: (B)(4), implanted: (B)(6) 2012 product type: lead product. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had ¿a lot of back pain ¿ lower back pain¿ and recently started physical therapy for this. It was noted that the lower back pain had gotten considerable worse over the past few weeks. The issue started ¿over the past year¿. The wanted to know what the physical therapy could and could not do regarding the device. It was reported that the patient believed that their "implant has turned and the wires moved" and wanted to know if this could cause lower back pain. They were redirected to follow up with their healthcare professional (hcp) for the issue. Further the patient stated that the manual was not very helpful. There were no further complications reported or anticipated.